Manufacturer narrative:
A review of the manufacturing records for the device was not possible as the device(s) lot number(s) were not provided. The instructions for use (IFU) for the conformable gore tag thoracic endoprosthesis specifies. The gore tag thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta (dta).

Event description:
On (B)(6) 2013, this pt underwent treatment for an aortic arch aneurysm measuring 76mm and was implanted with a conformable gore tag thoracic endoprosthesis in zone 0 of the ascending aorta. Surgical debranching was performed on the brachiocephalic trunk and the left common carotid arteries, and dacron self expanding covered stents were placed. A chimney procedure was performed and a gore viabahn endoprosthesis was implanted in the left subclavian artery (lsa). The pt tolerated the procedure. On (B)(6) 2013, it was determined the pt had a pseudoaneurysm. On (B)(6) 2013, the pt underwent surgical reintervention and a lsa to carotid artery transposition was performed. Post operative computed tomography (CT) appeared to show filling within the aneurysm sac thought to be caused by poor radial force of the ctag device, and a lack of circumferential apposition to the aortic wall. The pt tolerated the procedure. On (B)(6) 2013, the pt underwent endovascular reintervention due to reported "bird beaking" of the ctag device and persistent filling of the aneurysm, secondary to an endoleak, at the proximal attachment site. A second thoracic endovascular graft was placed to improve the radial force and apposition against the zone 0 and zone 1 aorta, to better seal the proximal attachment site.